Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Linked to ot (B)(4). The hospital reported no power from the t.w. Power supply. An audible beep was noted even when the device was not activated. The cords were replaced; however, the same issue persisted. No injury was reported. There was delay. The procedure was completed with skip incisions. There was no wound complication or adverse event. It occurred early into the cautery use part of the procedure.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, g3, g6, h2, h6, h11. Corrected sections: h6 (code 3221 changed to 213). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported no power from the t.w. Power supply. An audible beep was noted even when the device was not activated. The cords were replaced; however, the same issue persisted. No injury was reported. There was delay. The procedure was completed with skip incisions. There was no wound complication or adverse event. It occurred early into the cautery use part of the procedure. The t.w. Power supply was tested after the procedure and the problem could not be replicate. The device was cleared for clinical use and it is back in service. Linked to ot 1492672 and ot 1502807.